Event description:
A young girl was playing with a cold compress (ice pack) at a (B)(6) gym when she squeezed it and the contents squirted out and into the face of a (B)(6) girl. The ice pack was reported to have a small hole in it which caused it to leak when it was squeezed. The person responsible for the child took her into the bathroom where they flushed the eye and face with water. The parents were notified immediately and it was suggested the girl visit with her physician. The parents took the child to children's urgent care in (B)(6) where eye drop were given and the child was sent home.

Manufacturer narrative:
Employ and ability, inc. Is the MFR for the cp+s brand instant cold compress. The cold compress that leaked was thrown away by the end user at the time of the incident therefore, the nature as to what caused the leak is unknown. There was also no lot number supplied at the time this report was generated. On the back of the cold compress there were warnings and the sixth warning clearly states to check for leaks before use. Discard if punctured or leaking. This was not performed by the end user. It also clearly states to keep out of reach of children.